Event description:
It was reported the customer received a no delivery alarm on their insulin pump. It was also found the customer was experiencing high blood glucose from not eating properly. The customer's blood glucose was over 600 mg/dl. Troubleshooting found insulin was able to exit with a fixed prime. It was also found the customer had a bent cannula upon removal of their infusion set. Customer was advised to change out their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.